Manufacturer narrative:
Other, other text: a sample was received to perform an investigation. Functional testing was done by connecting the cannula to retractor and then using a syringe with water to detect leaks. The water passed through the connector and no leaks were observed in the assembly. The complaint was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. E4 initial reporter also sent report to FDA is unknown. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that the infusion solution was released into the bandage which covered the catheter and not the tissue. The device did not set off the occlusion alarm. No patient injury was reported.